Event description:
It was reported, the pt complained of experiencing intermittent communication between his scs ipg and charger. The pt stated, he was unable to charge his ipg. Follow-up identified a replacement charger sent to the pt worked well for a few days then began exhibiting the same symptoms as the old charger. An sjm representative spoke with the pt on (B)(6) 2013 and the pt stated he had lost and then regained communication with his ipg without him doing anything. The representative instructed the pt to use a spacer between his ipg and charger antenna to attempt to facilitate communication between the devices. The pt acknowledged the instructions and stated he would call back if the issue continued.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.